Event description:
It was reported that after the catheter (subject device) was entered inside the patient's anatomy via femoral access point, the middle of the subject catheter shaft broke in half during the procedure. The broken shaft of the subject catheter was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the catheter shaft was seen to be kinked bent at 43cm and 88cm. The reported complaint not was confirmed based on analysis. The catheter was not broken therefore the as reported will not be confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as analyzed catheter shaft kinked bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that after the catheter (subject device) was entered inside the patient's anatomy via femoral access point, the middle of the subject catheter shaft broke in half during the procedure. The broken shaft of the subject catheter was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.